Manufacturer narrative:
During a percutaneous coronary intervention in the left anterior descending artery (lad), a .035 fc j3mm 150cm tef emerald guidewire could not cross the lesion due to vessel spasm. The vessel spasm was treated in an unknown manner and the procedure was successfully completed. The procedure, nor the hospitalization were prolonged. Access was via the femoral artery. Additional patient and procedural details were requested but not provided. The device was not returned for analysis. A product history record (phr) review of lot 35230894 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿vasospasm¿ could not be confirmed since the device was not returned for analysis and procedural films were not received. It is not possible to determine the exact cause of the reported event. Vessel characteristics and procedural factors likely contributed to the vasospasm. As per the instructions for use, which is not intended as a mitigation, ¿complications: procedures requiring percutaneous catheter/guidewire introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: air embolism, hematoma at the puncture site, infection, perforation of the vessel wall. Recommended procedure: flush the guidewire with sterile heparinized normal saline or a similar isotonic solution by connecting a syringe to the luer hub of the guidewire dispenser. Insert the flexible end of the guidewire into the needle. Advance the guidewire through the needle. Position the guidewire. Hold the guidewire in place and withdraw the needle. Advance the catheter over the guidewire.¿ neither the information available nor the phr review suggests that the reported event could be related to the manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Additional information was received and the lot number was corrected to 35230894. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned and section d10 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A .035 fc j3mm 150cm tef emerald guidewire could not cross the lesion due to vessel spasm. The vessel spasm was treated but it although it was asked how the patient was treated, it was not provided by the hospital. The device will be returned for analysis. The procedure was successfully completed. It was not prolonged nor was the hospitalization. The procedure being performed was a percutaneous coronary intervention (pco) in the left anterior descending artery (lad). Access was via the femoral artery. Additional patient and procedural details were requested but though requested from the site were not provided.

Manufacturer narrative:
Updated complaint conclusion as the device was returned for analysis: during a percutaneous coronary intervention (pci) in the left anterior descending (lad) artery, a .035 fc j3mm 150cm tef emerald guidewire could not cross the lesion due to vessel spasm. The vessel spasm was treated in an unknown manner and the procedure was successfully completed. The procedure, nor the hospitalization were prolonged. Access was via the femoral artery. Additional patient and procedural details were requested but not provided. A non-sterile unit of guide wire ¿dgw .035 fc j3mm 150cm tef¿ was received for analysis coiled inside of a clear plastic bag. Per visual analysis, no damages or anomalies were observed on the returned guidewire. A product history record (phr) review of lot 35230894 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer ¿vasospasm¿ could not be properly evaluated due to the nature of the complaint. No damages or anomalies were observed on the returned device. Procedural images were not provided for review. The cause of the event experienced by the customer could not be conclusively determined. Procedural/handling factors and/or vessel characteristics might have contributed to the reported vasospasm. Vasospasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature. Local vasospasm can be caused by the device manipulations inherent in any procedure causing endothelial irritation. As per the instructions for use (IFU), which is not intended as a mitigation, complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, air embolism, hematoma at the puncture site, infection, perforation of the heart, intimal vessel wall damage, dissection, and perforation. Recommended procedure: flush the guidewire with sterile heparinized normal saline or a similar isotonic solution by connecting a syringe to the luer hub of the guidewire dispenser. Insert the flexible end of the guidewire into the needle. Advance the guidewire through the needle. Position the guidewire. Hold the guidewire in place and withdraw the needle. Advance the catheter over the guidewire.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.